Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, after the balloon was inflated several times at 24 atmospheres, it ruptured. The procedure was completed successfully with another of the same device. There were no patient complications or injuries reported.